Event description:
The patient reportedly experienced sound quality issues and overly loud stimulation, followed by loss of sound. External equipment was exchanged. However, this did not resolve the issue. Surgery to explant the patient's device will be scheduled.